Event description:
It was reported that on (B)(6)2022, the clip does not close during usage on the patient. One piece was involved. Another clip was used. There was no reported injury.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73c2200528 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.